Event description:
(B)(4) .

Manufacturer narrative:
Document review performed on 10 april 2015: amistem h cementless stem size 1 std: ref 01.18.131 - lot 103204 (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date all the stems belonging to this lot have been already sold. We registered one similar event for the s ame lot, reported with complaint number (B)(4) (MDR 2015-00005). On (B)(4) 2015 the medical affairs director evaluated the x-ray and the case with the following comments: this patient presents a wide femoral canal that was probably difficult to fill properly with a cementless stem. After 4 years, it became loose and was probably painful due to point contact anteriorly at the distal tip. The choice of giving the patient a cemented stem as revision appears very appropriate: a cemented stem better fits the shape of this femur which was probably still enlarged since. There is no reason to suspect that the revision was caused by a fault of the implanted devices.